Event description:
During deployment of one of the stents, it did not expand as intended and required additional maneuvers surgically to try to remove it from the patient. The rest of the case was unremarkable and there appears to not have been any patient harm from the device malfunction.